Event description:
My (B)(6) daughter was tested for covid-19 at an urgent care facility, using an abbott ID now test. The result was positive. My husband and I then tested negative via a pcr test through essex co nj. We then had our daughter tested via a pcr test on (B)(6) 2022, which came back negative for covid-19. My daughters cough and congestion began on (B)(6) 2022. I am concerned that the abbott ID now test was contaminated or gave a false positive. FDA safety report ID# (B)(4).